Manufacturer narrative:
The pump was returned, and analysis found overinfusion with an undetermined root cause. Interrogation of the pump determined it was used to infuse saline 10 mg/ml at 0.060 mg/day. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a manufacturer¿s representative regarding an implantable intrathecal pump. The indication for use was spinal pain. The pump was returned to the manufacturer without a complaint. No patient symptoms or complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) indicated based on the information the device was explanted and replaced back in (B)(4) 2018. It was noted that based on the length of initial implant it may be safe to assume the explant was due to normal battery depletion. No further complications were reported.